Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('efree and fragments removed / fragments were found') and pneumothorax ('lung started to collapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy rejection"), pneumothorax (seriousness criterion medically significant), dysstasia ("cannot stand long") and pelvic pain ("pelvic floor spasm") and was found to have walking distance test abnormal ("cannot and long"). The patient was treated with surgery (hysterectomy, prolapse surgery). Essure was removed. At the time of the report, the device breakage, allergy to metals, pneumothorax, dysstasia, walking distance test abnormal and pelvic pain outcome was unknown. The reporter considered allergy to metals, device breakage, dysstasia, pelvic pain, pneumothorax and walking distance test abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, nickel allergy, pelvic pain, dysstasia, walking distance test abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('efree and fragments removed/fragments were found') and pneumothorax ('lung started to collapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy rejection"), pneumothorax (seriousness criterion medically significant), dysstasia ("cannot stand long") and pelvic pain ("pelvic floor spasm") and was found to have walking distance test abnormal ("cannot and long"). The patient was treated with surgery (hysterectomy, prolapse surgery). Essure was removed. At the time of the report, the device breakage, allergy to metals, pneumothorax, dysstasia, walking distance test abnormal and pelvic pain outcome was unknown. The reporter considered allergy to metals, device breakage, dysstasia, pelvic pain, pneumothorax and walking distance test abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, nickel allergy, pelvic pain, dysstasia, walking distance test abnormal. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.